Event description:
It was reported that the user experienced low glucose episodes while using the ilet bionic pancreas, including a sudden drop to the 70s mg/dl range with approximately 1 unit of insulin on board, and a subsequent event where insulin was delivered around 100 mg/dl followed by a decrease to the 70s mg/dl; the user treated with oral glucose tablets and glucose levels subsequently rose above 100 mg/dl and later to 180 mg/dl. Symptoms included shakiness and sweating consistent with hypoglycemia. Outcomes included resolution of hypoglycemia with oral glucose and monitoring by phone, without hospitalization. Investigation included troubleshooting and user education conducted by phone. Investigation of this case revealed cause unclear for hypoglycemia, with no device component malfunction identified based on available information and glucose recovery without intervention beyond oral carbohydrates. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.